Event description:
An attorney alleges his client sustained injuries resulting from a defective defibrillator and/or battery. The device was later explanted and replaced due to upgrade. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Device analysis cannot be conducted at this time due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.